Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, foreign objects, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The device inspection report contained several deviations e.g. Foreign objects. Without knowing what was recovered by the customer, nor how the customer conducts reprocessing, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing by oly, the hmi results could not confirm customer findings and was negative. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the small intestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.